Event description:
Customer reported that the system had an arcing noise. No pt injury was reported.

Manufacturer narrative:
A ge service rep could not duplicate the problem. He cleaned and re-greased the high voltage cables. System is operating as intended at this time.